Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken upon arrival of the ems. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 05/24/2026. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken upon arrival of the ems. No serious or prolonged patient harm or medical intervention was reported.